Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with an iphone 17 pro phone and operation system (os) version 26.2. The customer reported that due to signal loss their glucose levels were 50 mg/dl when compared to a capillary test result of 47 mg/dl and they were not alerted to the changes in these levels. As a result, the customer experienced tremors, cold sweats, headache, and general weakness. Customer was unable to self-treat and was treated with apple juice and glucose tablets orally for the treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported constant signal loss with freestyle libre link application. Per compatibility guide, use of the iphone 17 pro reported configuration of ios 26.2 app version 2.13.0.9122 is not compatible with the customer's reported application. The compatibility guide is available to the customer on the product's website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios application as this report concerns a spain customer. This is same/similar to us freestyle libre 2 ios application, model number 71926-01. All pertinent information available to abbott diabetes care has been submitted.